Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. It was further reported that the right ventricular (rv) lead exhibited dislodgement and high thresholds. It was also reported that the right atrial (ra) lead exhibited a failed atrial lead position check. The rv lead was revised and remains in use. The ra lead remains in use. No further patient complications have been reported as a result of this event.